Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent/damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to >250mg/dl while wearing the pod "for" an unknown amount of time. When removed from the infusion site, the pod's cannula was found bent and damaged.